Event description:
It was reported by service report that head section would not latch in the upright position. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Head section retaining ring.